Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum. Customer continued to use the cartridge until it was out of insulin. There was no adverse impact to customer's blood glucose.